Manufacturer narrative:
The reported malfunction was observed during review of the clinical files. However, the reported problem could not be duplicated. The device was put through extensive testing without duplicating the malfunction. The bridge board was replaced as a precaution. The device was recertified adn returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during functional testing, the device failed self test. Complainant did not indicate that there was any patient involvement in the reported malfunction.